Event description:
There was an x-ray switch stuck error which did not result in any uncommanded x-rays. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. The system operates as intended.